Manufacturer narrative:
(B)(4). The device was received with the I-blade lower tip broken off not returned and with the jaws damaged. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy, the I-blade was broken off. The patient was checked with the video and x-ray and then it is not possible that the broken pieces fell into the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.